Event description:
Customer reported that on (B)(6) 2011 at 1:50 pm, she received a "hi" reading (which indicated a reading greater than 500 mg/dl) on her adc blood glucose meter. Customer further reported that as a result of hi reading she self administered 10 units of humalog and subsequently experienced a loss of consciousness. Customer also reported that she woke up several hours later in an emergency room. Customer was seen by a health care professional and she was diagnosed with hypoglycemia. It is unknown what additional treatment was given to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1179621) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.